Event description:
Surgeon using covidien endo gia white load 45mm stapler to fire across the splenic artery. Upon release of stapler device, there was an immediate gush of blood, proximal staple line intact. There were unfired staples in the field. Md gained control of bleeding, case converted from lap to open. Patient recovered and was discharged (B)(6) 2019.